Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with afx2 bifurcated stent graft and an afx vela suprarenal. Approximately six and a half years post initial procedure, routine follow-up computerized tomography angiogram identified that the aortic neck is now blown out and there is also a thoracic aneurysm that needs treated. The afx vela suprarenal appears to have migrated and there is a type ia endoleak. The patient has been referred out to a different physician at (B)(6) in (B)(6) to be treated at their tertiary aortic center. Additional information was received on (B)(6) 2024 reporting that there was never a type ia endoleak, rather, the patient had a juxtarenal aneurysm growth requiring treatment with a fenestrated graft (thoracic endovascular aortic repair). The date of reintervention and patient status post-reintervention was not provided. (Reported under MFR# 2031527-2023-00066). Reportedly, on (B)(6) 2024 the patient presented emergently with abdominal pain. The radiologist called it a contained rupture. Surgery was performed two days after on (B)(6) 2024. The computed tomography scan performed identified a type iiib endoleak. The type iiib endoleak was treated with the implant of a medtronic (non-endologix) endurant ii. The final patient was reported to be doing good post-reintervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows type iiib endoleak of the distal main body complaint is confirmed. The additional endovascular procedure is unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably suggest a rupture occurred that was not in the event as reported. The rupture was discovered during a review of the computed tomography scan dated (B)(6) 2024. Device, user, procedure or anatomy relatedness of the complaint could not be determined. Procedure related harms could not be determined. There was concomitant product use in the thoracic and abdominal aorta, as well as the bilateral iliacs. It is unclear if this contributed to the reported event. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b5: describe event or problem - updated. G3: awareness date - updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with afx2 bifurcated stent graft and an afx vela suprarenal. Approximately six and a half years post initial procedure, routine follow-up computerized tomography angiogram identified that the aortic neck is now blown out and there is also a thoracic aneurysm that needs treated. The afx vela suprarenal appears to have migrated and there is a type ia endoleak. The patient has been referred out to a different physician at atrium health in charlotte, north carolina to be treated at their tertiary aortic center. Additional information was received on 02 august, 2024 reporting that there was never a type ia endoleak, rather, the patient had a juxtarenal aneurysm growth requiring treatment with a fenestrated graft (thoracic endovascular aortic repair). The date of reintervention and patient status post-reintervention was not provided. (Reported under MFR# 2031527-2023-00066). Reportedly, on 29 july 2024 the patient presented emergently with abdominal pain. The radiologist called it a contained rupture. Surgery was performed two days after on 31 july 2024. The computed tomography scan performed identified a type iiib endoleak. The type iiib endoleak was treated with the implant of an medtronic (non-endologix) endurant ii. The final patient was reported to be doing good post-reintervention.